Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent an unspecified spinal fusion procedure. Post-op, loosening of pedicle screw at t2 was observed. The patient underwent revision fixation surgery at t2-l3. The surgeon placed a hook after removing the screw at t2 and t3. It was unknown that whether the patient achieve solid fusion. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.